Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a total knee procedure surgeon used the drill from the drill and pin pack to make pilot holes and the drill became lodged in the 7 degree lcs tibial cutting block and broke off in the cutting block. The second drill from the pin pack was used drill the second pilot hole and it also became lodged and broke off in the cutting block. Surgeon believes the diameter of the drill bit was too large for the cutting block. He stated that they seemed tighter than normal. The cutting block with the 2 drill bits will be returned for inspection.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.